Manufacturer narrative:
The user experienced severe hypoglycemia resulting in loss of consciousness and seizure requiring ems transport and emergency medical treatment while on ilet therapy. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, a factory reset event, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. The user confirmed proper supply change steps were followed and denied use of external insulin prior to the event. Device data showed glucose values decreasing following a breakfast meal announcement. Based on available information, no device malfunction was identified and the cause remains not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 17-apr-2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels of 56 mg/dl, resulting in loss of consciousness, seizure, traumatic injury, and emergency department treatment. Emergency medical services were contacted, and the user was transported to the hospital where the user was treated with IV fluids and additional medical intervention and discharged on (B)(6) 2026. The user sustained a nasal injury requiring stitches.